Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown star tibial component :medium (32.5mm x 35mm). (B)(4). Device will not be returned.

Event description:
Radiolucencies were discovered after review on the tibial side of implant. No treatment was prescribed.